Event description:
It was reported that the patient presented for electrophysiology procedure. Prior to the procedure, it was noted that the right atrial (ra) lead exhibited high pacing impedance. The ra lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of high pacing lead impedance was not confirmed. A complete lead was returned in one piece for analysis with helix found retracted and clogged with blood/tissue. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations did not find any anomalies except for procedural damage.